Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had a missing thixotropic adhesive (ke45) forcep cover. There was no patient involvement.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had a minor scratches on the distal end (c body).

Manufacturer narrative:
This report is supplemented to correct a previously submitted report. Corrected field: b5, h6 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.